Manufacturer narrative:
Additional information: the complaint allegation¿that the anchor detached from the implant holder during insertion into the bone passage¿is confirmed. Due to device contamination, only a visual evaluation was performed. Photographic evidence provided for device ar-2372blo, batch number 15429538, showed that the anchor was torn and detached from the inserter. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex determined the most probable cause of the reported issue. The most likely root cause is attributed to user error, specifically, improper seating of the anchor in the holder prior to insertion, and/or excessive insertion force or misalignment during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the anchor of the device detached from the implant holder when it was inserted into the bone passage. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.